Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at an in-clinic follow-up. Upon interrogation of the implantable cardioverter defibrillator it was revealed that there were episodes of post-paced t-wave over-sensing. The healthcare provider was able to reprogram the device with the assistance of technical services.